Event description:
It was reported that during a 'stricture dilation" procedure the balloon failed to inflate. The target stricture was in an unspecified "pyloric" location. A cre wg 10-12mm/180cm/5.5 f/g balloon dilation catheter had been selected and advanced to the target stricture. The balloon failed to inflate. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".